Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Trident accolade tmzf revision for infection. When head was removed, black markings were found on the trunnion and inside the head. Head was 36mm metal head.

Manufacturer narrative:
Corrected information: brand name; catalog #; additional information: lot #, expiration date; date of implant; date of explant; device manufacture date. The following other devices were added to this report after submission of the initial report: trident psl ha cluster 52mm; cat# 542-11-52e; lot# 36154701, trident 10° x3 insert 36mm ID; cat# 623-10-36e; lot# 35924001. An event regarding infection involving a accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: device evaluation could not be performed as the subject device was not returned. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot and sterile lot referenced. Conclusions: the event could not be confirmed nor the root cause determined as sufficient information was not provided. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Trident accolade tmzf revision for infection. When head was removed, black markings were found on the trunnion and inside the head. Head was 36mm metal head.